Event description:
During surgery: right video assisted thoracoscopic lobectomy a 12mm endo gia stapler was used. Two reloads did not open after surgeon inserted stapler with reload into patient. The first reload was a 30-2.5 endo gia universal roticulator # 030451. The second reload was a 45-4.8 endo gia universal roticulator # 030456. Both reloads were cleaned and saved.